Event description:
This patient experienced an arrhythima following cypher stent implant. This was treated with the placement of a temporary pacing catheter. This patient was admitted to the hospital with a chief complaint of acute mi (less than 72 hours prior). The patient was currently taking no reported medications. The patient was taken emergently to the cardiac cath lab, where angiography revealed a 100% de novo, heavily calcified, eccentric, diffuse, bifurcated, ostial lesion of the distal rca/av branch with timi 0 flow. There was pre-existing clot noted in the vessel. A bolus of 5,000 units of heparin was administered via IV. Also administer intraprocedure were aspirin, ticlid, nicoradil and cilostazol. There were no difficulties in accessing or wiring the vessel noted.